Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (ocsm). The reported phenomenon was not duplicated but ocsm found damage in the video signal cable (hdtv/sdtv monitor cable) of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to the damage in the cable due to device handling of the user.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image was not displayed. Another day the local field service engineer confirmed that the reported phenomenon was not duplicated at the facility during the use. Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. There was no report of patient injury associated with the event.